Event description:
It was reported that the output connector for the external pulse generator (epg) needed repair. It was indicated that it would be re turned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).